Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an elective correction of a right bunion. During the operation, an frs screw was used. The patient alleged that the bunion correction procedure was incorrect and inadequately and incompetently carried out. The patient is alleging pain, swelling, and range of motion issues due to the frs screw implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.